Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that cuff breakage.

Event description:
It was reported that the foley catheter cuff breakage.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted using the (in-house) syringe) the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no balloon rupture observed. Asymmetrical balloon found (100:0). Due to conditions of testing environment varying from conditions during use on patient, this observation will not result in a new complaint. The balloon deflated passively under 5 mins with no difficulties, no balloon rupture or cuffing present. The reported event was not confirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirmed the event. A labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.